Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent in multiple locations throughout its length. The embolization coil was detached from the pusher assembly and not returned for evaluation, with the proximal constraint sphere inside the distal detachment tip (ddt). Conclusion: evaluation of the returned device revealed the ruby coil pusher assembly was bent throughout its length, but was not fractured. Further evaluation revealed the embolization coil was detached from the pusher assembly. This type of damage typically occurs due to forceful retraction of the ruby coil against resistance. If the ruby coil is forcefully retracted against resistance, the stretch resistant (sr) wire may fracture, allowing the embolization coil to detach. The kinks found along the length of the pusher assembly were likely incidental and may have occurred during packaging for return. The microcatheter mentioned in the complaint and embolization coil were not returned for evaluation. Ruby coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached several ruby coils into the aneurysm. After deploying a new ruby coil into the aneurysm, the physician did not think it was the right size and decided to remove it from the patient. While resheathing the ruby coil outside of the microcatheter, the ruby coil pusher assembly broke. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.